Event description:
It was reported that the right ventricular lead triggered a patient alert. Testing of the lead revealed that all measurements were considered well within normal limits. The lead settings for triggering the warning were adjusted. It was further reported that an alert sounded due to lead impedance on the right ventricular lead, and that the high-voltage coil was programmed to "off" within the device. It was further reported that the lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead triggered a patient alert. Testing of the lead revealed that all measurements were considered well within normal limits. The lead settings for triggering the warning were adjusted. The lead remains in use. No patient complications have been reported as a result of this event.